Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 6400686. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 25x5/8 rb went through the safety cap and caused a needle stick injury. The following information was provided by the initial reporter: material no: 305901 batch no:unknown (reported 6400686). It was reported that the needle went through the safety cap causing a needle stick. Event description per email states: describe the event or problem: heparin injection administered to patient. Safety in place after use. Nurse picked up to dispose in sharps and felt a poke. Inspection of needle showed needle sticking out of the safety. What was the original intended procedure?: dispose of the sharps. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do.